Event description:
Event: pt expired. Case details. The pt was not an ideal candidate. Pt had a history of three (3) previous open aaa repairs and bilateral fem-pop's. Teh pt was reported to have a narrow aortic neck. The device was inserted and advanced, however the jacket would not retract and the device did not deploy. The pt was converted to standard open repair. During the open repair the pt suffered a cardiac event and expired.